Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: the basal history in the pump appears to be inaccurate due to a loss of prime warning followed by multiple prime steps later. The pump was exercised for 24 hours and at the end of testing the pump correctly recorded the basal deliveries. There were no warnings observed in the pump history. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the active basal program. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with one symptom of pain in feet/legs and hands, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.